Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as a no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to te best of our knowledge.

Event description:
The customer stated she was hospitalized for high blood glucose levels. The customer stated she was pregnant. Troubleshooting was performed and the insulin pump passed the required tests. It was also found during the troubleshooting that the time was off by one hour.